Manufacturer narrative:
This device is used for the treatment of the patient. The surgeon's review of a bone scan suggested loosening of the tibial component. The revision surgical notes describe that by gently tapping the tibial component and then pushing down on the tibial component, it was seen to have 2mm of movement. The component had de-bonded from the cement while most of the cement adhered to the bone. The patellar component was also found to be loose by slipping an osteotome underneath and lifting out. The zimmer package insert lists loosening of the prosthetic knee components as a potential adverse effect of the surgical procedure. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Patient activity information is unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to mechanical loosening of the tibia and patella components.